Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse replaced the following parts as a precaution: cable assembly, backplane to coiled, the coiled cable and the executive processor board. The fse then performed all functional and safety test to meet factory specifications and the iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that while the cardiosave intra-aortic balloon pump (iabp) was being used on an acute myocardial infarction (ami) patient, pumping stopped and there was no alarm occurrence. The customer pressed the start key when they noticed; however, the touch panel did not respond and pumping did not resume. Other keys also did not respond and the touch panel was frozen. The customer discontinued iabp therapy because the patient¿s hemodynamics was stable. No patient injury was reported.